Manufacturer narrative:
A review of the message log by a siemens rep indicated that there were a number of "pak manager" errors immediately following the erroneous result, which indicate a carousel jam. This error is also indicative of an alignment issue with the analyzer. This issue was resolved when the customer performed a reset after the pak manager jam was cleared. Instrument is operational.

Event description:
Customer reported positive troponin result on the instrument whereas alternate method reported negative troponin result. There was no report of injury due to this event.